Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is inr progress through (B)(4).

Manufacturer narrative:
(B)(4). During baxter's review of the event history, it was discovered that failure code 703:00 occurred once on channel b during infusion, which caused an interruption during delivery on (B)(6) 2011. A service history review revealed that this device was not previously serviced for the reported condition.

Event description:
The facility reported to baxter a colleague infusion pump with a malfunction of failure. It is unknown when this condition occurred. The contact did not know if there was patient or user injury or medical intervention. During the product evaluation at baxter, it was discovered that there was a failure that occurred during infusion, which caused an interruption during delivery. No additional information is available. The user interface module master software version is 5.04.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause was a faulty uim pcb (user interface module printed circuit board). The uim pcb has been replaced. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.